Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution and fibers/particles on the lens indicating that the unit was handled and prepare for surgical use. One of the haptics was observed detached, the other haptic was observed broken. The detached and broken pieces were not returned. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the haptic shredded in the shooter (cartridge). Additional information was received and it was learnt that the lens was fully inserted into the eye. Reportedly, the lens was removed and replaced successfully during the same surgical procedure, with a backup lens, same model and dioptre. No incision enlargement, no vitrectomy performed, no suture used and no patient injury was reported. Pred forte was given to the patient due to manipulation of the eye. The patient was reported being fully recovered. No further information was provided.